Event description:
We just recently purchased this product to use for removing medication from glass vials ¿ it is supposed to be more aseptic than removing the rubber stopper on the medication vial, hopefully helping us reduce risk of infection. The product is difficult to use. It¿s very hard to insert it into the rubber vial stopper ¿ it has a pointy tip, but it¿s very hard to pierce the rubber with it. Also, in the process it cores out pieces of rubber, leaving rubber floating in the medication.